Manufacturer narrative:
Product was returned on (B)(4) 2013. The wheelchair involved in this incident was received incomplete. The right caster assembly that was said to have allegedly fallen off of the wheelchair was not returned with the device. (B)(6) will be replacing the alleged malfunction parts and ship the complete assembled chair back to the dealer so that it can be returned to the customer.

Event description:
(B)(6) was informed of an alleged malfunction involving a quickie q7 manual wheelchair. It was reported to (B)(6) that on (B)(6) 2013, the right caster fell off of the end user's wheelchair. The dealer alleges that the end user was going down a curb cut when the caster fell off. There were no falls or injuries reported.